Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-09490. It was reported that high impedances were measured at the drg lead site and the patient lost effective therapy. In turn, the patient underwent surgical intervention to explant and replace one lumbar lead. It is not known which lead was replaced, so both lumbar leads are being reported. Therapy was restored post-operatively.